Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The patient device interaction problem is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after an interventional procedure with a small-bore sheath. Reportedly, after completing all four steps and deploying the clip successfully on the vessel wall, hemostasis was not achieved. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.